Event description:
It was reported by service report that the footboard was not getting a good connection. It is unknown if there was patient involvement or if there were adverse consequences to report.